Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The connections had not been tightened prior to the start of therapy which is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. The caregiver stated that there were bubbles in the heater and supply line. The caregiver stated that they did not check the connections to make sure they were tight. The patient started over with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.